Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 1 night due to high blood glucose (bg) levels of 25 mmol/l (450 mg/dl) ketones and vomiting, while wearing the pod on the hip/buttocks area between 24 and 36 hours. At the hospital, the patient was placed on an intravenous (IV) therapy (not specified) and blood tests were performed. The pod has been discarded.